Manufacturer narrative:
Testing of actual/suspected device (10/3233): a (B)(4) field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the front end board which corrected the autofill and shuttle transducer failure. The unit passed all functional and safety tests to factory specification and was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient the cs300 intra- aortic balloon pump (iabp) had an autofill failure. It is unknown under which circumstances the event occurred however there was no patient and no adverse event was reported.

Event description:
It was reported that prior to use on a patient the cs300 intra- aortic balloon pump (iabp) had an autofill failure. There was no patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusion).